Event description:
It was reported that during a coronary intervention procedure, a guide wire fracture occurred. The physician was working from the circumflex artery on a mildly calcified and non tortuous obtuse marginal. A 6f non bsc guide catheter was used then a 2.25x12mm promus element plus stent was implanted. The choice pt guide wire was then removed from the patient and coiled. The physician then choose to reuse the wire; however, a fracture was noticed. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).